Manufacturer narrative:
(B)(4) date sent: 10/28/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, "white coating of blade sheath came off after ten minutes using and machine was alarming causing high pressure. Another like device needed to be opened to complete the surgery." No further information could be obtained from reporter. There were no adverse consequences for the patient reported.